Manufacturer narrative:
(B)(4).

Event description:
The regulatory/competent authority, via the manufacturer representative, reported there was an "opening error stale product." It was stated the lead introducer kit was used on (B)(6) 2015 without checking the expiration date. No actions or interventions were taken and no complications were reported. The patient was later implanted on (B)(6) 2015 without problems. No further information was reported. A follow up report will be sent if additional information is received.